Manufacturer narrative:
The device was returned to regional repair center for inspection. A definitive root cause could not be identified. Based on the results of the investigation, no cause could be established that led to the malfunctions. Should additional relevant information become available, a supplemental report will be submitted. This complaint was received on 11/27/2024 and sent for submission on time, on 12/27/2024. However, the submission was stuck without receiving the first acknowledgement and was unable to be re-submitted until the vendor investigated the failure for the system to communicate. A ticket was initiated to capture the issue and investigation by the vendor (sparta ticket number (B)(4). The b4 - date of this report was originally correct as 12/27/2024, which is not late.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited fiber bonding in the outer tube area (distal end) is damaged and the protector of the video cable section is cut. There was no patient involvement.